Event description:
Litigation papers alleged that the patient suffers from pain, popping and grinding, rash that continues to come and go at the incision site, and elevated metal ion levels. Update: der rcvd - updated dor, sales rep and surgeon details and updated head and cup details and added stem and sleeve.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Event description:
Litigation papers alleged that the patient suffers from pain, popping and grinding, rash that continues to come and go at the incision site, and elevated metal ion levels. Update - der rec'd - updated dor, sales rep and surgeon details and updated head and cup details and added stem and sleeve. Update rec'd 2/5/2015 - medical records received. Upon revision, fluid, metallosis, and dark stained tissue were noted. The information received does not change the MDR decision. This complaint was updated on: 2/23/15. Update rec'd 04/20/2015 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the stem from the patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 04/23/2015.